Manufacturer narrative:
(B)(4). One used and damaged macloc drainage catheter was returned for investigation. Our investigation process included the following reviews: complaint history, documentation, drawing, quality control, trends and a visual inspection. The device was returned with the hub separate from the catheter. The flare on the catheter appeared to have been oversized as the material had gon into the threads of the connector cap. It appeared as though the flare had gone into the threads of the cap, and once the adapter was screwed into the cap, the flare material was swished downward giving it the appearance that material had folded into the flare. The suture was still locked in the macloc, but appeared to have been cut; most likely during the catheter exchange. The distal end of the suture was still within the catheter and exiting the appropriate suture hole. Based on the folded material and threads observed in the flare, it appears the flare was too large. The device is inspected 100 percent, confirming the correct proximal fittings is on catheter and that the proximal fittings have been glued and securing the suture. The suture must be secure between cap and mac-loc and the flare must not be folded over the fittings (twist fittings, verifying security). It is likely that the oversized flare led to inadequate securement of the tubing in the proximal fitting ultimately leading to the hub coming off. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. There insufficient risk to warrant risk reduction activities per quality engineering risk assessment.

Event description:
The patient contacted the facility indicating the mac loc hub fell off the catheter. The patient went into the va hospital and the facility placed a new device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence; however, the patient was very inconvenienced due to this difficulty.